Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('excruciating pain I suffered while these were in situ'), bladder perforation ('bladder puncture during essure removal') and suicide attempt ('I made an attempt on my own life') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), bladder perforation (seriousness criterion medically significant), suicide attempt (seriousness criterion medically significant), adjustment disorder with depressed mood ("countless trips to hospital for checks and catheter blockage made her depressed") and complication of device removal ("complication of device removal"). The patient was treated with 2 weeks of catheterisation and surgery (full hysterectomy). Essure was removed. At the time of the report, the pelvic pain, bladder perforation, suicide attempt, adjustment disorder with depressed mood and complication of device removal outcome was unknown. The reporter considered adjustment disorder with depressed mood, bladder perforation, complication of device removal, pelvic pain and suicide attempt to be related to essure. The reporter commented: the consumer suffered a bladder puncture during the removal procedure. This led to 2 weeks of catheterisation and countless trips to the hospital for checks and catheter blockages which made her depressed and weeks after the procedure she made an attempt on my own life due to her mental state. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.